Event description:
MFR rec'd a report indicating that a treating physician suspected that a pt's lead was broken. It was reported that the pt no longer experienced voice alteration during stimulation and that she no longer felt magnet mode stimulation. It was also reported that the pt experienced a loss of seizure control. Review of x-rays by treating physician did not reveal any obvious discontinuities in the vns therapy system; however, device diagnostic testing resulted in high lead impedance, indicating a possible lead fracture. Device diagnostic testing performed approx one year earlier was within normal limits, indicating proper device function at that time. The pulse generator had not reached end of service and was determined to be functioning properly during an exploratory surgery, indicating a lead break as the likely cause of the high impedance test result. The pt has not reported any recent injury or trauma that may have damaged the vns therapy system and does not manipulate the device through the skin. Vns therapy system replacement surgery is planned.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.